Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Patient's coumadin dose was adjusted on (B)(6) 2010. Patient stated still usual bruising observed.